Manufacturer narrative:
Information was received on (B)(6) 2021 indicating that no patient was involved in this event, event occurred during testing. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was able to be duplicated, downstream occlusion (dso) failed calibration, was stuck at 134mv. The dso will be replaced during repair. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed downstream occlusion sensor calibration. It is unknown if there was no patient, or clinician injury associated with this occurrence. No further details provided at this time.